Event description:
It was reported to philips that the device intermittently displaying the pads/paddle failure. There was no allegation of device malfunction. There was no reported patient involvement.